Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device charged for defibrillation and delivered a shock by itself during a patient event. The customer advised that their device was in manual mode when the medic attached the defibrillation electrodes to the patient and then connected the electrodes to the defibrillation therapy cable of their device. Upon making the connection between the defibrillation electrodes and the defibrillation therapy cable, the device immediately began to charge for defibrillation by itself and then shocked by itself, delivering 360 joules to the patient. Thereafter, the device operated properly for the rest of the event. If this issue were to recur patient or bystander safety could be compromised. The customer was responding to a patient in cardiac arrest, CPR was in progress upon their arrival. The patient a (B)(6) female did not survive. The customer, a health care professional advised that the device use did not contribute to the patient outcome because the patient was in asystole upon their arrival.

Event description:
The customer contacted physio-control to report that their device charged for defibrillation and delivered a shock by itself during a patient event. The customer advised that their device was in manual mode when the medic attached the defibrillation electrodes to the patient and then connected the electrodes to the defibrillation therapy cable of their device. Upon making the connection between the defibrillation electrodes and the defibrillation therapy cable, the device immediately began to charge for defibrillation by itself and then shocked by itself, delivering 360 joules to the patient. Thereafter, the device operated properly for the rest of the event. If this issue were to recur patient or bystander safety could be compromised. The customer was responding to a patient in cardiac arrest, CPR was in progress upon their arrival. The patient a 67 year old female did not survive. The customer, a health care professional advised that the device use did not contribute to the patient outcome because the patient was in asystole upon their arrival.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic record from the customer¿s device. The record indicates that the device boots up in the manual mode with lead ii displayed in channel 1. The record shows a charge complete event 29 seconds after the device was turned on and 3 seconds later "shock 1, 360 j" was recorded. The "shock 1" static report shows that the device was still set for lead ii in channel 1 on the monitor display and it shows a patient impedance (through the defib electrodes) of 46 ohms. Based on the available information, the likely cause of the reported event was due to a use error. The device user likely pressed the defibrillator charge button followed by the shock button during the reported event.